Manufacturer narrative:
Results of a lumen/peeelability/cuff strength test performed on 8/19/1998 on a quantity of ten of this product revealed a failure of two out of the ten, we were able to reproduce the problem this dialysis unit says they experienced with this catheter. The failure experienced is due to insufficient glue at the cuff to lumen location.